Event description:
It was reported the patient underwent a phoenix nail system implantation on (B)(6) 2013. During the procedure, the screw capture fractured as it was being released. Surgeon removed all components from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." The following sections could not be completed with the limited information provided. Expiration date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.